Event description:
Customer called to report the insulin was not exiting when customer primed with the pump. Troubleshooting was performed. The insulin did not exit. Device was not dropped, bumped, or exposed to moisture.